Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a crack on the insulin pump; a piece by the battery compartment had fallen off and she was able to glue it back together. The patient's blood glucose at the time of incident is unknown, but her most recent reading was 187 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the damage was located near the battery compartment and above the lcd screen as well as above the up button. She is unsure of how the damage occurred. During the phone call pieces by the battery compartment that she glued back on fell off again and she was unable to repair it this time. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.